Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information provided on 16dec2024, it was confirmed that the junction zone was just inside of the tip of the catheter when deploying the coil. The physician was unhappy that it was difficult to see.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that a retracta detachable embolization coil was difficult to release during coil embolization procedure for the treatment of an abdominal aneurysm in a patient of unknown age and gender. The subclavian artery was accessed via a radial approach. During the placement of the first coil, the coil became stretched. An angiography catheter was used to push the coil in to target area. The coil appeared to be twisted and was subsequently cut rather than released. The second coil also failed to release as intended. The user attempted to turn the delivery wire clockwise and then anticlockwise, however, the coil remained lodged. Efforts to remove the coil resulted in entanglement with the first coil, necessitating further twisting and cutting to detach it. The coils were then retrieved by using a snare device. The procedure was successfully completed by using coils from another manufacturer. It was confirmed that the junction zone was just inside of the tip of the catheter when deploying the coil. The physician was unhappy that it was difficult to see. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. This report captures the failure of first coil. Failure of the second coil is referenced in a report with the patient identifier: 451654 reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a used and damaged condition. Upon visual inspection, a large portion of the embolization coil was noted to be elongated but the distal weld ball was present. Cook was unable to determine based on visual examination if the coil separated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device and the related subassembly lots found one relevant nonconformance that could have contributed to the reported failure mode, in which all the nonconforming products were scrapped. It should be noted that there was one other complaint associated with the final product lot number. For the same failure. Cook also reviewed product labeling: the current instructions for use [t_mwcer_rev6] state the following: ¿instructions for use 1. Perform an angiogram and measure the diameter of the vessel to be occluded. 6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length. 8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy.¿ evidence gathered upon review of dmr, IFU, DHR and the returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. It is possible that when the user rotated the device in the wrong direction, the device became lodged onto the coil junction, not allowing the coil to deploy as designed, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a retracta detachable embolization coil was difficult to release during coil embolization procedure for the treatment of an abdominal aneurysm in a patient of unknown age and gender. The subclavian artery was accessed via a radial approach. During the placement of the first coil, the coil became stretched. An angiography catheter was used to push the coil in to target area. The coil appeared to be twisted and was subsequently cut rather than released. The second coil also failed to release as intended. The user attempted to turn the delivery wire clockwise and then anticlockwise, however, the coil remained lodged. Efforts to remove the coil resulted in entanglement with the first coil, necessitating further twisting and cutting to detach it. The coils were then retrieved by using a snare device. The procedure was successfully completed by using coils from another manufacturer. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable. This report captures the failure of first coil. Failure of the second coil is referenced in a report with the patient identifier: (B)(6).

Manufacturer narrative:
E1 - customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.